Event description:
The facility reported while performing cataract surgery a piece of the instrument broke off in the patient''s eye. The surgeon was able to get the pieces out and proceed with surgery. There was no injury and no complications.

Manufacturer narrative:
The instrument was visually inspected under a microscope. There was no evidence of manufacturing defect. We confirmed the instrument was broken; however it cannot be determined how the instrument broke.

Event description:
(B)(4)